Event description:
A resolute integrity drug eluting stent was being used to treat a lesion in the rca of a patient. The lesion was severely calcified. It is reported that the device detached and the detached portion remains in the patient. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (limited information - root cause of the event could not be determined). Patients condition affected effectiveness of device (severely calcified lesion). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned). Evaluation results: device failure/lack of effectiveness related to patient (severely calcified lesion). Unable to confirm complaint (device or procedural images not provided for review). Unknown - (limited information - root cause could not be determined). (B)(4).